Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney. On (B)(6) 2009 - the patient underwent repair of a ventral hernia, as well as an umbilical hernia using a davol flat mesh. Several years later the patient was hospitalized and diagnosed with an infected mesh and hernia recurrence. On (B)(6) 2013 - the patient underwent removal of the infected mesh and primary repair of the recurrent hernia. The attorney's report alleges infection, defective mesh, additional medical/surgical treatment, explant.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate that the patient was treated for infection, which is a known possible adverse reaction listed in the IFU. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.